Manufacturer narrative:
Evaluation results: root cause of the issue is undetermined. No device returned. No results available since no evaluation performed - device or procedural images not provided for review. Unable to confirm complaint - device or procedural images not provided for review. Root cause of the issue is undetermined. (B)(4).

Manufacturer narrative:
Root cause undetermined. Deformation problem.

Event description:
Device evaluation summary: the device has been returned without the protection tube and stylet. Visual inspection confirmed the tip tube was separated. A kink was evident in the distal portion of the shaft tube. Wire lumen patency was verified with a 0.035" guide wire without any issue. The balloon was inflated at nominal pressure to check if there are any leaks or other types of failures; there was no evidence of any other type of damage.

Event description:
The physician was using an admiral xtreme us pta balloon catheter to treat a lesion. The device was inspected and prepped prior to use with no issues noted. During the procedure the tip of the device became detached. No other clinical sequelae were reported for this event.